Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced the usb to be malfunctioning, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console (ic1062) was sent back for further investigation. The root cause of the connectivity issues was likely due to a hospital network configuration issue. This report is being filed as part of a retrospective review of historical records.